Manufacturer narrative:
(B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent (2.75x12mm) to treat a lesion in the rca. No issues were noted when removing the device from packaging. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. It is reported that the device failed to cross the lesion and a strut lifted while attempting to cross the lesion. No resistance was encountered during advancement, no force was applied. The procedure was completed using a 2.75 x 8mm non-medtronic stent. There is no patient injury.

Manufacturer narrative:
Additional information: the rca lesion exhibited mild calcification product analysis: the stent was positioned on the balloon between the marker bands as per specifications. It was evident that the 1st distal stent wrap had struts misaligned. Although stent meets od dimensional measurement criteria the stent misalignment confirmation is based on the failed visual inspection ¿ stent. Deformation was evident to the distal tip, with tip appearing uneven. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.